Event description:
It was reported the patient's blood glucose level rose to 345 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site, when removed the pod's cannula was found bent. No treatment was provided. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the needle mechanism found no abnormalities that would lead to improper insertion of the cannula. Inspection of the bottom housing and e-seal found no damages or abnormalities. The exposed portion of the soft cannula was observed to be torn. Due to the tear, fluid was unable to pass through the entire fluid path. The timing and cause of this damage could not be determined.